Event description:
It was reported that the customer was hospitalized due to hyperglycemia. At the time of the event, the customer was vomiting and had to have his gallbladder removed. The customer's blood glucose reading was 574 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer uses silhouette infusion sets. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.